Manufacturer narrative:
Investigation summary: sample analysis confirmed the failure mode (incorrect component). Five (5) of the five (5) samples returned contained the incorrect 19 gauge epidural catheter (blue label). A review of the device history records identified no issues for lot 0001285103. The investigation noted that packaging of the 406047 is a manual process. As part of this manufacturing process, all components are to be verified with the applicable bill of material at start up and at any time during the manufacturing process when more components are delivered to the manufacturing line. Based on the DHR review results and the sample evaluation, the investigation identified the most probable root cause to be a failure in the component verification step with the applicable bill of materials during the manufacture of the affected finished good lot.

Event description:
It was reported that a threading issue occurred with a tray epid cont we18g3.5 c20 lor5 s/l/l-e. The following information was provided by the initial reporter, "I have tried to use two trays tonight and the first one was fine, the second one I cannot feed the catheter. I tried both before placing a needle in the patient. Unfortunately I did not check the lot number on the first one but the second one is the same lot number as the other defective trays." 2 occurrences were reported. 1 of 3 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a threading issue occurred with a tray epid cont we18g3.5 c20 lor5 s/l/l-e. The following information was provided by the initial reporter, "I have tried to use two trays tonight and the first one was fine, the second one I cannot feed the catheter. I tried both before placing a needle in the patient. Unfortunately I did not check the lot number on the first one but the second one is the same lot number as the other defective trays." 2 occurrences were reported. 1 of 3 complaints.